Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer installed connection port cap prior to a field service engineer (fse) arrival which resolved the reported issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the b2 connector on the endoscope reprocessor unit is broken. The issue was found after reprocessing. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported connecting tube connection damage issue was confirmed. A definitive root cause of the issue could not be determined, however, the connector appeared to have been damaged due to an impact and or the connector came loose do to applied stress in the loosening direction, making it impossible to connect the cleaning tube to the reprocessing basin. The customer installed a connection port cap prior to the arrival of a field service engineer (fse) which resolved the issue. No on-site support was required. The event can be detected/prevented by following the instructions for use which state: chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. -the connector should be fixed firmly. -the o-rings should be free of abnormalities such as cracks, tears, or dents. Do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.